Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this pacemaker was explanted and replaced due to the premature battery depletion. Changing reporting decision to serious injury.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported this pacemaker was explanted and replaced due to the premature battery depletion. No changes to reporting decision. O additional adverse patient effects were reported.